Event description:
On (B)(6) 2013, patient reported she was hospitalized with hyperglycemia and diabetic ketoacidosis on (B)(6) 2013. She started to vomit, and she was unable to lower her blood glucose by delivering insulin via the infusion device. She was admitted to the hospital for 5 days and treated with an IV drip. Her blood glucose elevated above 700 mg/dl, and her target range is 80-120 mg/dl. She restarted the infusion device when she was discharged, and her blood glucose began to rise. She experienced leaking with a competitor's infusion set and reported the protective rubber on the infusion device is torn. No further issues were noted during troubleshooting. Patient believes the piston rod was not delivering insulin correctly as it did not move during a prime or bolus delivery. She switched to her backup infusion device using new accessories, and her blood glucose returned to her normal range. The infusion device was requested for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test system and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the technical investigation. The soft components of the housing are worn down heavily; therefore, moisture may enter the insulin pump and destroy the pump electronics. The customer put the pump in stop mode on (B)(6) 2013 from 03:36 to 09:23 and from 09:27 to 11:42, and as a result the day total declined. The use of the pump was stopped on (B)(6) 2013 at 02:48.